Manufacturer narrative:
Other applicable components are:: product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found the connector pins broken.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for occipital neuralgia. It was reported the recharger was not charging and the connector pin appeared loose, but it was not broken. The patient's ins had depleted the day prior to this report when the patient was at work. When the patient tried to use the recharger yesterday they plugged it into the desktop charger and it was not registering as plugged in. The anomaly appeared to have occurred through product use and there was no indication of patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.